Event description:
There was excessive air during testing at the touhy-borst fitting of a y-adaptor packaged in an advantage encore inflation device kit. During use, there was difficulty in passing a stent. The device was replaced and there was no pt injury. The used y-adaptor is being returned for evaluation.